Event description:
A malfunction alarm was reported by the customer with a resettable malfunction code malf 12 and fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to follow up and complete the reset of the pump. No additional information was received regarding the outcome of the event.